Event description:
I was using this homedics massager with heat on my back. When suddenly I felt my back getting hot. I stopped using the product immediately and went to look in the mirror. I had 2 burns on my back. It's been 2 days and it's still painful and has formed a scab. Injury, first aid received by non-medical professional. (B)(6). I still have the product. I have contacted the MFR but they have not responded to my emails or my calls. (B)(4).